Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter set was used to place a nephrostomy catheter in the patient¿s right kidney. Approximately one week later on (B)(6) 2014, the surgeon performed a ¿percutaneous second look nephrostolithotomy procedure¿. During this procedure he observed by fluoroscopy that the previously placed re-entry malecot nephrostomy catheter was broken in two pieces with a gap of about 2cm between each piece. It was confirmed by an antegrade pyelogram that the break occurred in the retroperitoneum region of the patient. During the procedure, a 0.35 glidewire was placed through the existing nephrostomy tract into the renal pelvis and the outer portion of the nephrostomy tube was removed. A flexible cystoscope was placed and an attempt was made to extract the retained portion of the nephrostomy tube with a stone basket, however, this was unsuccessful. A second guidewire was placed down the ureter into the bladder. A dual lumen catheter was placed over this wire and the initial guidewire was advanced down the ureter as well. The dual lumen catheter was then removed along with one guidewire, and one wire was left in place. A balloon dilator was placed over the guidewire and the nephrostomy tract was easily dilated to 30 french. An access sheath was placed over the balloon and the dilator was then removed. A rigid nephroscope was then placed and the broken nephrostomy tube was successfully removed with graspers. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
User-facility's medwatch report number: 1402310000-2014-8020. Visual analysis revealed the catheter was kinked and scuffed in several locations. The catheter was broken approximately 30cm from the proximal end; the break occurred at the location of the catheter shaft bond. Examinations of the bonded ends under magnification demonstrate the bond was made during manufacturing. The amount of force required to cause the catheter shaft bond to break could not be determined. A suture was wrapped around the distal end of the proximal fragment. Based on the evaluation of the returned device, it was not possible to determine what caused the catheter to break. If the malecot wings are not straightened when removing, the forces required to remove may be increased, which could potentially cause the catheter bond to break; though the amount of force required to cause the catheter shaft bond to break could not be determined. It is possible the suture was tied to the proximal end of the shaft near the break to allow for something to grab onto when removing the device. The scratches found on the device shaft could have been caused by tools, such as hemostats used to place and/or withdraw the device. There is deformation on both sides of the break to indicate significant forces were applied. It is possible the user did not follow the guidance for placement and removal; however, this cannot be proven definitively. It is also possible the break was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter set was used to place a nephrostomy catheter in the patient¿s right kidney. Approximately one week later on (B)(6) 2014, the surgeon performed a ¿percutaneous second look nephrostolithotomy procedure¿. During this procedure he observed by fluoroscopy that the previously placed re-entry malecot nephrostomy catheter was broken in two pieces with a gap of about 2cm between each piece. It was confirmed by an antegrade pyelogram that the break occurred in the retroperitoneum region of the patient. During the procedure, a 0.35 glidewire was placed through the existing nephrostomy tract into the renal pelvis and the outer portion of the nephrostomy tube was removed. A flexible cystoscope was placed and an attempt was made to extract the retained portion of the nephrostomy tube with a stone basket, however this was unsuccessful. A second guidewire was placed down the ureter into the bladder. A dual lumen catheter was placed over this wire and the initial guidewire was advanced down the ureter as well. The dual lumen catheter was then removed along with one guidewire, and one wire was left in place. A balloon dilator was placed over the guidewire and the nephrostomy tract was easily dilated to 30 french. An access sheath was placed over the balloon and the dilator was then removed. A rigid nephroscope was then placed and the broken nephrostomy tube was successfully removed with graspers. The patient condition at the conclusion of the procedure was reported to be stable.